Event description:
It is reported that the patient was revised due to a sheared locking screw and a dissociated articular surface. Additionally, the broken screw had migrated out of the tibial component into the joint space.

Manufacturer narrative:
This report will be amended when our investigation is complete.